Event description:
Apnea testing on ventilated patient that led to drawing arterial blood gases (abg's). After completion, filter device was placed back on the syringe. Left over air was expelled into the filter with finger applied over the filter and another at the bottom of the syringe. The base snapped off at the tip of the syringe. Blood was then expelled over the employee's face with a splash to patient, walls, ceiling and others in the room.